Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device would not power on. During a software upgrade on unit, the unit was tested but once the unit was turned off it would not turn back on. The technician tried a new battery and power cord although the device still would not turn on. The technician indicated the device felt hot to the touch during testing. There was no patient involvement.